Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 18-may-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a bag. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a detached haptic. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the returned condition of the lens, no further product evaluation could be performed. Complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. A relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. The complaint issue reported could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d-2 (common device name), section g-1 (manufacturer contact e-mail), and section h-6 health effect ¿ (clinical code and medical device problem code) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Iol was explanted in a secondary surgical procedure due to complaints of blurriness, hazy vision, and halos, vision after surgery 20/200, and replaced with a bausch + lomb anterior chamber lens. There was no vitrectomy. Patient vision 1-day post operatively (op) distance vision with out correction 20/cf (counting fingers) at 6 feet. No further information is available.